Manufacturer narrative:
A compressor muffler (intake filter) was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned component was performed and the filter was found with buildup of dirt/dust particles. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that root cause was due to expected wear of the filter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use an 840 ventilator had a compressor inoperative. The patient was transferred to another ventilator with no harm. The service engineer replaced the hepa filter to correct the issue. The unit passed all testing and operates within the manufacturing specifications.